Manufacturer narrative:
The disposable advance - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. Us endoscopy received a report indicating that during a procedure to deploy a capsule endoscope at the duodenum, the advance capsule endoscope delivery device failed to deploy. The procedure was completed using the same device. There was no harm to the patient or user however the physician reported a significant delay to the procedure. The device history record was reviewed and found that all in-process and final inspections were performed and acceptable results were documented. The returned device was inspected and it was found that the molded tip of the handle was damaged and separated from the handle of the device. The source of this damage could not be determined. This report is made in response to the significant delay reported by the user.

Event description:
The disposable advance - capsule endoscope delivery device is a 2.5 mm single sheathed device indicated for transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. Us endoscopy received a report indicating that during a procedure to deploy a capsule endoscope at the duodenum, the advance capsule endoscope delivery device failed to deploy. The procedure was completed using the same device. There was no harm to the patient or user however the physician reported a significant delay to the procedure.